Event description:
It was reported that: patient experienced pain in the hip area when lifting items. Patients leg swells from time to time. Patient is going to doctor soon to have blood work done to have cobalt levels checked. The patient has moved from (B)(6) (where the surgery was performed) to (B)(6). The patient will continue to keep in contact with the surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplement report.